Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (500mcg/ml at 100 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump was flipped at the last refill date and there was a discrepancy for the expected volume of medication in the pump. There were no external factors that contributed to the event. A catheter revision procedure was scheduled and there was a discrepancy in the pump reservoir volume again where 9.2 ml was expected but 23 ml was pulled out. It was found that the pump segment was all twisted up, and the pump flipping was figured to be the cause of the twisting. A system replacement was performed due to the discrepancy in the reservoir volume. The pump segment was replaced with an 8784 catheter. The issue was resolved at the time of the report. The explanted catheter was discarded but the explanted pump will be returned for analysis. The patient's weight and medical history were asked but unknown.